Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 300 mg/dl. The customer reported that the they were unable to exit the alarm screen. They reported that the insulin pump did not react to any button press. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test and self test. Insulin pump was tested with no frozen screen, reprogram alarm or unexpected check setting alarm noted during testing.